Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a request for information was performed. Technical services (ts) reviewed latest device transmission and the right ventricular impedance does appear to have an abrupt high out-of-range change likely related to spring contact issues. Reportedly, it is stated that the patient was unable to produce any noise with isometrics. Ts lastly discussed that no respiratory rate trend noise or oversensing was observed, because the right atrial lead is the default minute ventilation vector which is not experiencing intermittent high pacing impedances. The patient will be continued to be monitor and will changeout to a new header when battery needs replacement. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that a request for information was performed. Technical services (ts) reviewed latest device transmission and the right ventricular impedance does appear to have an abrupt high out-of-range change likely related to spring contact issues. Reportedly, it is stated that the patient was unable to produce any noise with isometrics. Ts lastly discussed that no respiratory rate trend noise or oversensing was observed, because the right atrial lead is a default minute ventilation vector which is not experiencing intermittent high pacing impedances. The patient will be continued to be monitor and will changeout to a new header when battery needs replacement. This device remains in service and no adverse patient effects were reported.